Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Patient reported "joint and stomach ache, headache, hair loss, sleep disorder, high blood pressure, nervousness, fatigue, pain and concentration problems", all of which have been deemed not related to the device. Affected side is left. The device has been explanted.

Event description:
Patient reported "complaints in the breast". In addition healthcare professional reported capsular contracture, baker rade IV. Patient reported "joint and stomach ache, headache, hair loss, sleep disorder, high blood pressure, nervousness, fatigue, pain and concentration problems", all of which have been deemed not related to the device. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3,e3, h6.